Event description:
On 05/05/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Significant oozing was noted post deployment, therefore manual pressure was held for approximately 25 minutes with control of the bleeding. Five days later (05/10/1998) the pt returned with complaints of pain and claudication upon exertion. On 05/15/1998 an ultrasound was performed which revealed diminished flow in the common femoral and superficial femoral junction. On 06/24/1998 the MFR learned that on 06/05/1998 the pt was taken to surgery wher thrombosis of the right common femoral artery was identified. The pt underwent a right common femoral thrombo endarterectomy with dacron patch closure. The pt tolerated the procedure well and was discharged home the following day. As of 07/07/1998 there has been no further report to the MFR of complication or pt sequelae.